Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one bd¿ syringe integra 3ml w/ndl 25x1 rb has been found experiencing leakage during use. The following has been provided by the initial reporter: material no. 305270 batch no. Unknown. It was reported that a patient had to be stuck twice due to the needle being bent. While administering a vaccine a patient had to be stuck twice because the needle bent. The vaccine sprayed out during inoculation as well, so they were unsure of the exact dosage given. No serious injuries reported.